Manufacturer narrative:
Reported event of inadequate capture was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. All analysis performed, including output verification, mechanical, and electrical testing found no anomaly contributing to capturing problem. Longevity assessment was performed, and device was within normal range of operation with appropriate remaining longevity.

Event description:
It was reported that a high pacing threshold was noted on the pacemaker and intermittent capture was noted on the left ventricular (lv) lead. The pacemaker and lv lead were explanted and replaced. The patient condition was unknown.